Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device and was unable to obtain readings. As a result, customer received treatment of juice, sugar, or food provided by a third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated, no physical damage was observed on the sensor patch. Upon visual investigation of the plug assembly, observed broken plug corner and cracked sensor neck. An extended investigation has been performed and visual inspection on the returned product observed a broken corner of the sensor plug. The sensor was reprogrammed and activated with a known good reader and sim vivo test was performed on the sensor. Sim vivo test passed, and the sensor communicated successfully with the known good reader indicating that all the electronics are functioning properly. The damage observed on the plug corner was determined to be the cause of failure leading to the error message observed by the customer. Although the sensor plug was observed to be properly seated during the investigation, broken snaps can still occur which can cause the customer to receive error messages due to poor connection between the rubber contacts and pcb contacts therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device and was unable to obtain readings. As a result, customer received treatment of juice, sugar, or food provided by a third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.